Manufacturer narrative:
This product was manufactured in april 2012 by a third party vendor cybersonics inc. The DHR record could not be made available to osta for review, likely due to the age of the unit.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that the fan on the cyberwand would not turn on. It was reported that the power button did illuminate. The device was set up correctly. There were no error messages, alarms or alerts as the device would not work. The device was inspected and there was no physical damage noted. The cable was also inspected and there were no issues with the cord. There were no issues with any other devices. It is unknown if the intended procedure was completed. There was no patient injury reported.